Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
Patient is alleging harm or injury caused by the device; however the nature of the harm is unknown at this time.

Manufacturer narrative:
No device or photos were received, therefore the condition of the devices is unknown. The lot numbers of the devices are unknown, therefore the device history records and complaint history could not be reviewed. These devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. It is reported that an unknown legacy zimmer trilogy system devices were used with howmedica femoral head. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. It cannot be confirmed that this incompatibility has any definitive relationship to the reported event. A definitive root cause cannot be determined with the information provided.

Event description:
Patient is alleging harm or injury caused by the device; however the nature of the harm is unknown at this time. It is noted that the construct consisted of a howmedica head, indicating off-label use. Specific product identification information of the incompatible device was not provided.